Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The crossbraces that go underneath the bed that hold the bed rails on the side are broken at a weld on the flat piece of metal that goes into the bed spring to hold it in place.